Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem: additional information. Init reporter sent to FDA: updated. (B)(4).

Event description:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The physician was treating a very tight lesion with proximal stenosis located in the proximal left circumflex (lcx) artery. This 182cm choice pt graphix guide wire was used along with a luge guide wire as a buddy wire. When the physician attempted to remove the choice pt guide wire, severe resistance was encountered and approximately 2cm of the guide wire tip detached in the proximal lcx. No attempt was made to retrieve the tip. The tip remained in the proximal lcx and a stent was implanted over the tip to secure it in place. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Event description:
It was further reported via voluntary facility medwatch (B)(4) that the guide wire went through the proximal end of a non bsc stent and could not be removed. The physician tried advancing and pulling back and the wire tip broke and was left in the patient.